Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07nov2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery would only charge up to 75%. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 26nov2018. Date received by manufacturer: 19nov2018. Philip's international service technician confirmed the reported battery issue but noted that the battery was produced more than five (5) years ago and thus the failure was presumed to be generated by the age deterioration of the internal battery. The international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.